Manufacturer narrative:
Exact date unknown, event occurred a couple of months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that right after a non-device related procedure, the patient experienced difficulty charging the ipg even though multiple charging attempts were tried as well as different chargers. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. The explanted ipg will not be returned. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.